Event description:
It was reported a motor stall occurred. Confirmed motor stall and motor stall recovery recorded in event logs. The motor stalls happened in (B)(6) and (B)(6). One recovered after 20 min and the other after 2 hrs. The pt did not have a magnetic resonance imaging (MRI). The pt had no stalls since then. The pt was having pocket revision today. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).